Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention was reported. No adverse patient consequences were reported.

Event description:
New information received notes that corrective programming changes were made to restore bluetooth telemetry.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.